Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report; two leads were returned for analysis: lot numbers v014073 or v014317. A supplemental MDR follow-up report will be sent to FDA when device evaluation is complete.

Event description:
The hcp reported, the test lead was implanted and the scs trial was started. During removal, the lead coating (insulation) was fractured or damaged during explant and the physician temporarily stopped the operation. A subsequent procedure later the same day, using fluoroscopy successfully removed the lead and insulation material; the pt has recovered.